Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is rec'd and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii proximal seals did not load properly. A side-biting clamp was used to complete the procedure, with no other pt effects reported. Two other products used in this case are reported in MFR #: 2242352-2010-12616 and 2242352-2010-02617. The product is returning.